Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the front therapy electrode pad. The rash was described as red and raw but was not broken. It was reported that the patient had a history of sensitive skin. The patient's doctor prescribed that patient a medicated cream, betamethasone dipropionate. Follow-up indicated that the rash was improving.